Event description:
Philips received a complaint on the dfm100 indicating that device is not switching on when using battery. There is no patient involvement. The site biomed worked with the philips representative. The evaluation of the device indicates the battery is malfunctioning. The customer to obtain a new battery. The evaluation of the device indicates a malfunctioning battery. The customer to order a battery and its replacement should result in the device¿s repair. The investigation concludes that no further action is required at this time. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.